Manufacturer narrative:
The reported complaint of intermittent r-wave under sensing was confirmed. The under sensing was due to small r wave amplitude below the programmed r-sensing max sensitivity. The clinic reduced max sensitivity, and no additional r-wave under sensing was observed at the time of this analysis. The device is performing per design.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing. Programming changes were made. The patient was stable.